Event description:
Information was received indicating that a smiths medical cadd legacy plus pump exhibited error code 41. No adverse effects were reported.

Manufacturer narrative:
Other, other text: one cadd legacy plus pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. No problems or issues were identified during this DHR review. The event log showed evidence of "service due 41" messages. To further investigate, a functional test was performed. Customer problem was duplicated. Pump was found to be displaying "service due" alarm message on power up when batteries were inserted during the investigation. Clock battery date have reached the level at which clock battery service due is required". The clock battery will be replaced.